Event description:
A customer reported that a patient experienced a corneal burn during a phacoemulsification procedure, requiring three sutures. According to the materials manager, there was an issue priming the cassette and after the third attempt, the cassette primed. When starting the phaco phase, the occlusion kept working but didn't aspirate and as a consequence it became warm. The tip and sleeve were replaced and the aspiration was working. Subsequently, the system was exchanged and the case was completed without further incident. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).